Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
While reviewing the pt's programming history, it was observed that the pt showed high lead impedance on system diagnostics test. No add'l info is available on this pt. Good faith attempts to obtain add'l info have been unsuccessful till date.